Manufacturer narrative:
D10 concomitant products: lxmj37s, maryland xp inline sealer/divider 37 cm (lot#:41930068x), vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a left hemicolectomy procedure, the surgeon opened two handpieces and both had the same problems. During the activations the sealing was partial or inadequate and bleeds after cutting. There was evidence of energy delivery, end tones were heard and there was no re-grasp alert. They opened the third handpiece to complete the procedure. Blood transfusion was not required.